Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patients' extensions were twisted and tangled causing them to be frayed. Patient was twiddling ipg. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein ipg and extensions were explanted and replaced to address the issue.